Manufacturer narrative:
The field service representative checked the washing station which was okay. The gear pump head pressure was adjusted and the reagent probe was adjusted and cleaned. The system was working properly and qc performed after the adjustments was acceptable.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable crep2 creatinine plus ver.2 results for an unknown number of patient samples. Of the data provided for 16 patient samples, only the results for two patient samples were discrepant. Patient 1 initial result was 85 umol/ l and the repeat result was 137 umol/l. Patient 2 initial result was 72 umol/ l and the repeat result was 102 umol/l. Information regarding if any erroneous result was reported outside the laboratory was requested, but it was unknown. The patients were not adversely affected. The r1 reagent lot number was 196321 and the r3 reagent lot number was 197949.